Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV.

Event description:
Healthcare professional reported through a distributor "patient came with pain, fever and big swelling - edema of the breast" and "a lot of seroma". Later healthcare professional reported "pain, fever, big swelling ¿ edema of the breast, seroma, capsular contracture baker grade IV, and suspicion of rupture (rupture not confirmed intraoperatively)" and ptosis. Ptosis is not considered device related. This record is for the left side. The device was explanted.